Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during a device upgrade procedure, an insulation anomaly was noted on the atrial lead. The lead was explanted and replaced. The patient was asymptomatic.